Manufacturer narrative:
Findings: unit received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Traces of moisture found at the lcd board. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she noticed condensation under the screen, after being in the sun. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she was outside and the buttons weren't working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.